Event description:
Attorney reported: 2006 - the pt underwent a ventral hernia repair procedure with implant of a composix e/x mesh patch. After implantation, pt suffered adhesions of the abdominal contents to the posterior portion of the mesh, causing severe pain at the mesh site and a recurrent hernia requiring explantation of the mesh. "On info and belief, the mesh concretized and/or delaminated, causing [pt's] severe pain; 2007 - pt's defective mesh required explantation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. While recurrence and adhesions are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.